Event description:
It was reported that the tip of the serfas probe broke off inside the pt's shoulder. The broken piece was retrieved. Another probe was used and surgery was completed successfully.

Manufacturer narrative:
Additional info will be provided once investigation is completed.